Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy on stored arrhythmia episodes. Technical services (ts) reviewed the stored episodes, determined the rhythm appeared to be atrial driven with a possible rapid ventricular response (rvr), the device delivered two anti-tachycardia pacing (atp) bursts and one electric shock. The delivered therapy successfully converted the rhythm; however, it may have been inappropriate given the atrial origin of the arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.